Event description:
The pump was returned for investigation. Investigation revealed a discolored display. This report is made based on results of investigation completed on 01/07/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the pump booted to the verify screen with dim pink contrast. Unrelated to the display issue, the pump¿s black box confirmed a time and date reset following a battery change on 10/12/2013. The pump¿s battery was removed for 6 hours and time and date reset to default when it was reinserted. When the pump was opened for investigation, the internal clock component was found to be leaking and unable to hold a charge. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).